Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that the left ventricular (lv) lead exhibited varying capture threshold which resulted in loss of capture. The lv lead was capped and replaced on (B)(6) 2026. The patient remained stable throughout the procedure.